Event description:
It was reported that during a lap right hemi-colectomy procedure, the tips of the jaws became extremely hot and the tissue trapped within the jaws ignited. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 12/10/2008. Info anticipated, but unavailable at this time.